Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump over delivered three days worth of insulin into the customer in the middle of the night. It was also reported that the customer filled the reservoir earlier in the evening and her husband found her in a coma several hours later. The paramedics were called and transported the customer to the hospital. The customer was released several days later. No further information was provided.